Event description:
It was reported that the pump had volume discrepancies. The expected volume was approximately 5 ml and the actual volume was 40 ml. The cause of the discrepancy was unknown. The doctor had decided to replace the reservoir volume with preservative free normal saline and run the pump at minimum rate. They were not removing the drug from the catheter or the internal tubing. Pump and catheter replacement surgery would be scheduled as soon as possible. Patient symptoms were unknown. The patient status was noted as alive with no injury or adverse event. It was later reported that in (B)(6) 2011, the hcp took almost 20 ml of drug out of the pump and the pump was "turned up". It seemed to work fine. In (B)(6) 2012 or (B)(6) 2012, the hcp "took out set amount" of drug from the pump, and they put it back in the pump. The patient went back a month later and the amount of drugs took out from the pump "was not right". The hcp "rebuild the pump." In (B)(6) 2012, all of the drugs were withdrawn from the pump. Since (B)(6) 2012, the patient had been "in pain all the time". She had "no balance and all kinds of problems." The hcp wanted to replace patient's current pump with a 20 ml pump. The device was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2007 (B)(6), product type catheter product ID, 8596 serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)